Event description:
The customer reported that the system was down and would not power up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent shutdown device board was replaced during the service call. The system was tested and found to be working as intended and put back into service.